Manufacturer narrative:
On 8/5/2019, pc hemorrhage was removed per clinician's assessment and available information. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. Concomitant products: left side; 330cc mentor smooth round high profile; catalog number: 3503330; serial number: (B)(4) filled to 400cc. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) patient underwent primary breast augmentation with 380cc mentor smooth round high profile and was presented with right side on going pain in the breast, majority at the nipple. Pain can be felt when patient moves. Ultrasound was performed no diagnosis were informed. Mammogram was taken. The physician requested for MRI. Possible hemorrhage was reported. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.